Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
Our rep. Is reporting the following to us: during a shoulder repair, the metal tip of a p90 electrode broke off into the body. The surgeon removed the fragment and used another electrode to conclude the repair with a 5 minute delay and no patient consequences.

Manufacturer narrative:
The complaint device was received and visually. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. Visually, it can be noted that there is damage to the active tip, the faceplate is missing. The faceplate is missing and there degradation to the active suction tube concluding that the device was use excessively. We attribute the failure of the device to technique, a user issue. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.